Event description:
During case set up a bug was discovered in the microscope drape. The whole field was contaminated and broken down. Case was not started. Drape and packaging saved to give to quality. Pictures attached. Drape and packaging saved